Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Side by side inspection of system logs and gmas logs revealed that while the spine software was sending user selected screws to gmas, gmas did not receive the screw info. A bug in the spine software that interfered with screw info had been identified, and was fixed in the software release following this incident. The observed risk level is low and is equal to the anticipated risk level. Therefore, the overall risk of the system has been maintained and no further investigation is required. The cause of the reported issue can be traced to user technique.

Event description:
It was pre-op case, t6-t10. After successful registration, we got all trajectories in green on the navigation page but the robot arm moved only to t6-l. As the surgeon pressed the pedal, the robot arm with ee didn't move to another trajectory, despite all being green. The message that we got was-trajectory out of range(in yellow). We moved the robot multiple times, but the arm moved only to one trajectory-t6-l every time. We did a software reset, new registration, attached and detached the ee, and hard shut down, but it didn't help. The case was accomplished traditionally without the robot.